Event description:
A report was made about the t:slim x2 pump displaying a power source alert while charging. There was no adverse impact to the customer¿s blood glucose level. The issue resolved itself before the call to technical support, and no further assistance was needed as the pump could charge normally with the original tandem charging supplies. The customer was advised to monitor the system and contact support if the issue reoccurs.